Manufacturer narrative:
Bayer case number: (B)(4). Inflamed/thickened fallopian tube [salpingitis], essure coil migrated [device migration], CT reported iud perorated uterus [uterine perforation], attended urgent care due to severe pain [pelvic pain female], I collapsed at home in severe pain and vomiting [syncope], I collapsed at home in severe pain and vomiting [vomiting]. Case narrative: the below report was received by health authority tga (reference number: (B)(4)) on 04-nov-2025. The most recent information was received on 11-nov-2025. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of salpingitis ("inflamed/thickened fallopian tube"), device dislocation ("essure coil migrated"), uterine perforation ("CT reported iud perorated uterus") and pelvic pain ("attended urgent care due to severe pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced salpingitis (seriousness criteria hospitalisation and medically important), device dislocation (seriousness criteria hospitalisation and medically important), uterine perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), syncope ("I collapsed at home in severe pain and vomiting") and vomiting ("I collapsed at home in severe pain and vomiting"). Essure treatment was not changed. At the time of the report, the outcomes for salpingitis, device dislocation, pelvic pain, syncope and vomiting were unknown. No causality assessment was received for essure with regard to pelvic pain, syncope, vomiting, device dislocation, salpingitis or uterine perforation. The reporter commented: essure coil migration. Attended urgent care due to severe pain. Sent for urgent CT scan. 1 hour later I collapsed at home in severe pain and vomiting. Family called an ambulance and was transported to ed. Treated in ed with medications. CT reported iud perorated uterus sitting outside uterus. I have never had an iud. Reviewed by gynecology team. Monitored overnight in ed for uss in the morning. Uss performed showed essure coil migrated distally causing severe inflamed/thickened fallopian tube. No evidence of uterus perforation. Recommends total hysterectomy. Waiting for review by gynecology doctor. Discrepancy noted: CT report state iud perforated uterus and uss state no evidence of uterus perforation. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): iud perorated uterus sitting outside uterus. [Ultrasound scan] (date unknown): essure coil migrated distally causing severe inflamed/thickened fallopian tube. No evidence of uterus perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2025: quality safety evaluation of product technical complaint. Internal correction: rcc updated with discrepancy noted: CT report state iud perforated uterus and uss state no evidence of uterus perforation. E codes updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Inflamed/thickened fallopian tube [salpingitis]. Essure coil migrated [device migration]. CT reported iud perorated uterus [uterine perforation]. Attended urgent care due to severe pain [pelvic pain female]. I collapsed at home in severe pain and vomiting [syncope]. I collapsed at home in severe pain and vomiting [vomiting]. Case narrative: the below report was received by health authority tga (reference number: (B)(4)) on 04-nov-2025. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of salpingitis ("inflamed/thickened fallopian tube"), device dislocation ("essure coil migrated"), uterine perforation ("CT reported iud perorated uterus") and pelvic pain ("attended urgent care due to severe pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced salpingitis (seriousness criteria hospitalisation and medically important), device dislocation (seriousness criteria hospitalisation and medically important), uterine perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), syncope ("I collapsed at home in severe pain and vomiting") and vomiting ("I collapsed at home in severe pain and vomiting"). Essure treatment was not changed. At the time of the report, the outcomes for salpingitis, device dislocation, pelvic pain, syncope and vomiting were unknown. No causality assessment was received for essure with regard to pelvic pain, syncope, vomiting, device dislocation, salpingitis or uterine perforation. The reporter commented: essure coil migration. Attended urgent care due to severe pain. Sent for urgent CT scan. 1 hour later I collapsed at home in severe pain and vomiting. Family called an ambulance and was transported to ed. Treated in ed with medications. CT reported iud perorated uterus sitting outside uterus. I have never had an iud. Reviewed by gynecology team. Monitored overnight in ed for uss in the morning. Uss performed showed essure coil migrated distally causing severe inflamed/thickened fallopian tube. No evidence of uterus perforation. Recommends total hysterectomy. Waiting for review by gynecology doctor. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): iud perorated uterus sitting outside uterus. [Ultrasound scan] (date unknown): essure coil migrated distally causing severe. Inflamed/thickened fallopian tube. No evidence of uterus perforation. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.